Event description:
Customer reported malfunction alarm with code malf 12. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the customer was advised to continue using the pump while monitoring for recurring malfunction codes.